Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibits a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the glass cap has rotated off center; the metal cap adhesion location exhibits burnt glue. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 86,122 joules, the physician observed "clean fiber" messages. The procedure was completed with a second fiber. "No injury to patient" reported.